Manufacturer narrative:
One certain low profile one-piece abutment (ilpc444u) and corresponded osseotite tapered certain implant (int411) were returned for investigation. Visual inspection of the as returned products identified that the abutment screw was severely fractured. Dimensional analysis and functional testing could not be performed due to the device being severely fractured. Pre-existing condition noted on the per was low bone density (type iii). The reported products¿ tooth location was not provided. The abutment was fractured during placement and the implant, reportedly, couldn't remain in function and had to be removed. Pictures or x-ray images were not provided. DHR review for the lots (2018101915) had revealed no deviations nor non-conformances which could have caused or contributed to fracture and malfunction of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (2018101915) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported fracture or products (ilpc444u). Therefore, based on the available information, malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4). G7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the abutment (ilpc444u) fractured off in the implant. The implant had to be removed and a new implant placement was rescheduled.